Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after patient thought of feeling shock. Upon interrogation, no episodes of shock were found but there was no capture and sensing issues on rv lead. Lead was explanted and replaced. Patient&#38112;condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.